Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that they noticed the patient's dbs therapy was turned off last saturday, but they were unable to turn it back on because the buttons on the left side of the recharger (serial number (B)(6)) were not working. Agent reviewed that the buttons on the left side of the recharger are deactivated for dbs rechargers. The caller saw that the ins was between 0-25% charged on saturday when they were using the recharger, and the patient programmer indicated the ins was 0% charged. Agent reviewed that the dbs therapy turns off when the ins gets down to 0%. The caller added that yesterday they brought the patient to the ER because they were unresponsive. The caller said they checked the patient's vitals and could feel that they had a pulse and were breathing, but the patient was not responding when the caller tried to shake them up. The caller confirmed they were able to turn therapy back on using the 37642 patient programmer. The caller said they are still in the hospital with the patient, but they said the patient is doing fine now. The caller was concerned that the recharger was not working correctly because on saturday it was showing that the ins was charging between 0-25% and the patient programmer indicated that the ins was 0% charged. Agent reviewed how the recharger and patient programmer read the ins battery level. During the call, the recharger indicated the ins battery level was between 75-100% and the patient programmer indicated it was 100%. Agent reviewed that the external equipment was reading the ins battery level correctly. Agent advised caller to check the ins battery level routinely with the patient programmer to prevent the ins from discharging. Agent reviewed the external equipment was working correctly.

Manufacturer narrative:
Concomitant medical product: product ID 37651; product type: 0213-recharger; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.